Event description:
It was reported that this right ventricular lead and associated implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock lead impedances greater than 200 ohms. The physician will continue to monitor the patient. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.